Manufacturer narrative:
(B)(4). Information was not provided by the contact. Spring lockout tab. (B)(4). The analysis showed that the scw45 device was received in good visual condition and with two tr45w cartridge reloads present. Cartridge (b) was received fully fired and with damaged lockout spring tab. Cartridge (c) was received fully fired and with normal lockout spring tab. The damage to the reload lockout spring (b, c) is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re-firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the issue was after closing the closing trigger on the liver parenchyma, the surgeon proceeded with the firing trigger, but it was jammed. A different device and reload were used to complete the procedure. There were no adverse consequences for the patient reported.